Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0313882v, implanted: (B)(6) 2003, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n343799, implanted: (B)(6) 2013, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that when the caller would take the patient to target ¿it messe[d] with his device.¿ they stated that when they would leave the patient¿s balance would be off and they would be dizzy. No interventions or outcome were reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.